Manufacturer narrative:
Balt USA's reference number: (B)(4). To whom it may concern: on august 31, 2020, balt USA has been notified of an event regarding the use of a single optima coil. Details reported as follows: "intra-operative aneurysm rupture." An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history record did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 042919a have been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported: "intra-operative aneurysm rupture."